Event description:
On (B)(6) 2017 crts (B)(4) (con): additional information was received. It was reported that the device stopped working , ¿not even 4 months,¿ and they are trying a different battery to see if this one would work. The patient stated: that the device was still in them; that it was replaced; and also that they were not sure if it was removed, which was conflicting information. Records indicate that the device was removed on the same day as the new battery was implanted.

Event description:
It was reported that the patient was having issues and discomfort with the implant. The reporter stated that he could not even turn the implant on at 0.05 volts because the patient felt a surge and too strong and high of stimulation. The reporter could not do impedances and could not turn up stimulation on any of the four programs. The patient felt it in the pelvic area and the issues had been happening for three to four months. The patient later explained that she thought it had been like this for ten months. The patient had had the implant off for ten months and only noticed these issues because she was trying to turn it back on. The stimulation was at 3.0 to 4.0 volts prior to the issues and it was working okay. The reporter indicated that the patient was morbidly obese and suspected she had ¿other things going on.¿ the patient explained that the battery was moving in the pocket and the reporter suspected the lead may be kinked. The reporter thought that an x-ray or visual would reveal all kinds of kinks in the lead wire. The patient had no falls or trauma. The reporter noted that the patient had a CT scan and stress test done at the onset of the event, but nothing else notable. Five days later it was reported that the patient was not a surgical candidate due to other health reasons, so the doctor opted not to do fluoroscopy since he could not revise the patient. No malfunctions were seen or the cause of the issue determined. The patient would possibly get botox. The patient¿s device remained off.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va008ab, implanted: (B)(6) 2013, product type: lead. (B)(4).